Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Latest preventive maintenance performed, and system met specifications as per sir (service installation record). Logfile review for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check was performed about eight minutes and twenty-three seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient´s left eye was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery not within the recommended energy settings. The canal spot energy was three-point zero micron (recommended is four point zero micron). The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be identified conclusively. Most probable root cause is poor docking and centration. Vgb (vertical gas breakthrough) is known to appear in thin cuts more often when compared to thick flaps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with irregular flap in the left eye during lasik flap creation procedure. Vertical gas breakthrough and opaque bubble layer observed. Surgeon did not lit the flap as per clinical application specialist suggestion and surgeon stated another flap lift will be attempted or a surface procedure in the future.